Manufacturer narrative:
Eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The lead adaptor was returned incomplete and could not be functionally tested. No kinking of the device could be found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system including an ans paddle lead, a competitor's ipg and a lead adaptor on (B)(6) 2009. It was reported that the physician had to explant the lead adaptor on (B)(6) 2009 because the lead adaptor had kinked. The explanted lead adaptor was returned to ans for eval. F/u found no add'l events reported for this pt.